Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the error codes by review of the error log. Fse inspected, cleaned, and lubricated analyzer components associated with the errors. Fse validated the analyzer by performing quality control (qc) with results passing within range. The aia-360 analyzer is functioning as expected. A complaint history review and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: error message: 4013 spec.sy home not found. Description: the home position of the specimen syringe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. Error message: 4034 seal break home not found. Description: the home position of the seal breaker motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to lack of lubrication of the seal assembly.

Event description:
A customer reported errors "4013 spec.sy home not found" and "4034 seal break home not found" on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples bhcg (beta human chorionic gonadotropin), e2 (estradiol), fsh (follicle stimulating hormone), lh ii (luteinizing hormone), and prog iii (progesterone). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.